Event description:
It was reported that the bronchovideoscope displayed no image. The issue occurred during preparation for use/setup, before the patient was in the room. There were no reports of patients¿ harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The customer¿s allegation was confirmed. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined/identified. However, it is most likely that the reported malfunction was due to probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issues or possible component failure. Olympus will continue to monitor field performance for this device.